Event description:
A male underwent initial aaa repair in 2007. One flex main body, two iliac leg grafts, and one main body extension graft were placed. The main body extension was used to extend the seal on the right side. Then in 2008, due to a distal type I endoleak from the main body extension, the physician placed an additional iliac leg graft to successfully repair the endoleak. Patient is fine.

Manufacturer narrative:
Each zenith device is shipped with instructions for use (IFU) listing the anatomical requirements, warnings, precautions, and the correct deployment procedure. The device remains implanted and no images were provided to assist in this investigation. An internal clinical assessment indicated the event was due to user error in that there was improper planning and sizing. We have notified the appropriate individuals of this matter and we will continue to monitor for similar events.